Event description:
It was reported that during implant procedure, the right atrial lead exhibited sensing anomaly. Several attempts to implant the lead were unsuccessful. The helix would not extend and the lead was not used and replaced successfully.